Event description:
It was reported to philips that the device was slow to charge for shock and slow to charge the battery. The biomed stated the unit can take close to 30 seconds to charge for a shock, but does deliver appropriate output per energy setting. There was no reported patient or user involvement and no adverse patient/user impact.